Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) stopped working. It was determined that after almost 10 years a new ipp was necessary. A revision surgery was performed and upon removal, no fluid was observed in the device. All components were removed and replaced with a new ipp. The patient is expected to make a full recovery.